Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal es was deployed. Later in 2002, it was reported that there had been a questionable complication with the vasoseal device. According to the physician, the pt had a diminished pedal pulse in recovery that resolved and was then discharged home. The pt was seen in the emergency room, vascular lab and ambulatory care on aonther date after the catheterization procedure in 2002. A repeat arteriogram was then performed and the pt was then sent to the operating room. The pathology report revealed a thrombus in the right artery. Following surgery the pt was stable. No further complications were reported.